Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2012 and mesh x3 were implanted. It was also reported that the patient underwent mesh removal surgery on (B)(6) 2013 due to infection. No additional information was provided.